Manufacturer narrative:
The complaint allegation is not confirmed, as the provided image does not offer clear photographic evidence of the reported condition. Based on the information available ¿ which may include the returned device (if applicable), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, specifically incomplete latch engagement during setup resulting in latch engagement loss during use.

Event description:
On 10/16/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump's black clamp that holds the tubing kept popping up during two cases. The rep supporting the case confirmed that the tubing was correctly set both times. It made a clicking noise but did not affect the outflow. No patient was harmed. Additional information was received on 10/23/25 from the rep, who advised that arthrex tubing was used with the device. The pump settings were 2750 osc, 5000 fwd. The event occurred during two knee scopes. It didn¿t affect the performance, but the black handle on the outflow tubing kept popping up, creating a loud clicking noise. It was used to complete both procedures. Extravasation did not occur.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.